Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 3.1 volts, which differed from the label on the package. The decision was made to return this product to guidant for analysis. This product was never implanted, and therefore did not impact a patient's health.